Event description:
It was reported that during preventative maintenance performed by the getinge field service engineer the cardiosave intra-aortic balloon pump (iabp) unit was not creating enough pressure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device/10: during a preventative maintenance (pm) service, the getinge field service engineer (fse) discovered that the compressor was not creating adequate pressures during compressor output test on the cardiosave intra-aortic balloon pump (iabp) unit. After replacing the regulator, the issue persisted and the compressor was found to be at fault. To fix the issue, the fse replaced the regulator,drive, compressor, scroll and then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).

Event description:
N/a.

Manufacturer narrative:
Additional contact information: contact person occupation: biomedical engineer.